Event description:
A report was received that the pt is experiencing charging difficulty. The physician took a fluoroscopy and determined that the ipg is no longer flat inside the pocket. The physician recommended a pocket revision but the pt does not want to take any further action. The physician plans to treat the pt's pain with pharmaceuticals.

Manufacturer narrative:
This is the final report.